Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of handle cannula detachment.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gall bladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, when unpackaging the device, the steel wire of the basket was found to be dislodged. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle cannula detachment. Block h11: the trapezoid rx lithotripter basket was received for analysis. Visual examination revealed that the device was returned without the basket tip. No other issues were noted. The reported event of handle cannula detached was not confirmed. It was seen during the device analysis that the basket wires didn't have any kind of damage, however the tip of the basket didn't return meaning it got detached. The way the device was being handled when taking it out of the pouch during preparation could have been the reason why the basket tip detached. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gall bladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, when unpacking the device, the steel wire of the basket was found to be dislodged. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.